Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef <30%, diabetes, age older than 70 years, bypass procedure time >120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring <24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest, in addition to the procedure itself, patient factors (advanced age - 80 years, valvular calcification) may have contributed to the stroke 4 days post valve implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the patient, 4 days post implant of a 23mm sapien 3 ultra valve in the aortic position, a stroke occurred. It was reported that prior to the tavr procedure, during the echocardiogram, the patient (a physician) noted that there was 'a lot of calcium' in the aortic valve. The patient stated he expressed concern about the calcification and possible neurologic issues. The sapien 3 ultra vale was successfully deployed via the transfemoral approach. However, 4 days post implant, a stroke occurred. Anticoagulation therapy was initiated. The patient is currently being followed by a neurologist due to the occurrence of recent, new strokes. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.